Event description:
It was reported that the day following implant, the patient's ventricular pacing impedance was high and there was no capture at maximum outputs. A connection issue was suspected. The pocket was reopened and when the physician tugged on the lead it pulled free. The lead was reconnected to the device wrenched down and normal function was seen. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.